Manufacturer narrative:
Per good faith effort (gfe) response, the bme ultimately ordered a replacement touchscreen. Upon receiving the new touchscreen, the bme performed the replacement and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10: g: phone: (B)(6).

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the touchscreen was intermittently unresponsive-- the touchscreen passed touchscreen calibration, but shortly afterward, it became unresponsive. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support to report that the touchscreen was intermittently unresponsive-- the touchscreen passed touchscreen calibration, but shortly afterward, it became unresponsive. The remote service engineer (rse) verified per the touchscreen diagnostics screen that the touchscreen was not responding correctly to touch and advised the bme to replace the touchscreen. The rse provided the bme with the part number of the replacement touchscreen for repair. Investigation is ongoing.